Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted in two different procedures. It was reported to boston scientific corporation that two solyx single incision sling devices were implanted. As reported by the patient's attorney, the first device was implanted on (B)(6) 2016 and was then removed on (B)(6) 2017. Subsequently, a second device was implanted on (B)(6) 2017, and was also removed on (B)(6) 2018 due to complications caused by these devices. According to the complainant, the device material promoted a "negative immune response" in the patient, the patient has experienced significant mental and physical pain and suffering, and has sustained permanent injury. Subsequently, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures.